Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu262610/13399644 and tgu312610/10695736) to treat a descending thoracic aortic aneurysm. During the procedure, a ¿chimney¿ was used to preserve the patency of the celiac artery. On the same day, right common femoral artery thrombosis was reportedly identified. The patient was treated with a right common femoral artery endarterectomy and patch angioplasty, with right external iliac artery stent placement. Multiple attempts were made by gore to obtain additional information for this event; however, none was provided.

Manufacturer narrative:
Additional gore® tag® device included in this report: tgu312610/10695736. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
Additional event information received: during post-operative evaluation, decreased pulses were noted in the patient¿s right lower extremity. An arterial doppler revealed right common femoral artery thrombosis (complete occlusion) and right external iliac artery dissection. The reported cause of the early post-operative issues was a percutaneous closure device complication. Review of the file determined this event to be non-reportable, as no allegation has been made against the gore® devices. This medwatch will be voided.